Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device had a broken tube pneumatic capper. There was no patient injury.